Manufacturer narrative:
H6: work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to the lens rotation not associated to a low vault, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptics bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).